Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the laser could not be inserted into the port when tried to use during cataract/vitrectomy surgery, when touched it to check there was a roughness on the laser tip and the shape was defective. The procedure was completed after replacing with another one. There was no patient harm reported.

Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the laser probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The laser probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar and there was resistance during insertion. A visual assessment under a microscope was performed and revealed foreign material adhered to cannula. The root cause of the reported event is attributed to foreign material. However, it remains inconclusive how or when the foreign material was deposited on the cannula. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).